Event description:
Balloon burst.

Manufacturer narrative:
This was reported to numed's distributor (B)(4) was sent a copy of a medwatch report from the FDA. The user reported this to the FDA anonymously. The lot number is a numed product. There is no information available other than what was sent to the FDA by the user. In that report the user stated that they were using this catheter for aortic valvuloplasty which is not an approved indication. This catheter is indicated for valvuloplasty of the pulmonary valve as well as angioplasty. The user was using this device off-label. A device was pulled from inventory and was inflated until burst. The pressure that it burst at exceeded the rated burst pressure on the labeling. No other information from the user was available since it was reported anonymously.